Manufacturer narrative:
Additional information: loxoprofen was prescribed to treat the inflammatory reaction along the treatment site. The patient has recovered. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it is unknown if any other treatment was prescribed besides the non-steroidal anti inflammatory drugs. The current patient heath status is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient date of birth month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a venaseal kit during treatment of the patient¿s left great saphenous vein (gsv). No deviations were noted during the procedure. 54cm of vein was treated using 17 aliquots of glue. The procedure was completed successfully. Patient returned for follow-up one-week post procedure and it was noted there was no ecchymosis of the left extremity and there was also no patency in the treated vessel in dus. Vein was confirmed to be closed. 25 days post procedure vein inflammation is reported to have been identified in the treated area of the left gsv. Onset date reported as 15 days post procedure. Pain, phlebeurysm, venous edema, and inflammation are reported to have been observed. The vein is reported as being closed. Inflammation was reported as being non-severe and a causal relationship with the reported device. The physician prescribed non-steroidal ant inflammatory medication (nsaids). The patient has not recovered. No further patient injury reported.

Manufacturer narrative:
Event date has been updated. If information is provided in the future, a supplemental report will be issued.